Event description:
It was reported that the pump touch screen appears "bubbly". There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.